Event description:
Customer reports the softclix lancet will not retract, and as a result, he accidentally stuck himself (no medical treatment required). No adverse event reported. Requested return of suspect device and replacement was sent.